Manufacturer narrative:
H3, h6: the manufacturing representative (rep) visited the site to test the imaging system. The clinical team reported that navigated cases were off. They stated that when using a head phantom on the right side, the imaging system trackers were off. The team verified this issue using two to three stealth carts and observed the same results. And coordinated with rs tooling to obtain the calibration kit, which includes the required software and pegboard. Once the kit arrived and a suitable time and room were scheduled, calibrations were performed on both the right and left sides. The left side was also found to be slightly off. Tracker calibrations were performed, and the calibration report along with images has been attached to the work order. Verification passed for both sides of the imaging system trackers. A full system checkout was completed, and the unit is ready for clinical use. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #: 4.2.1: section b5 additional information updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that the inaccuracy was approximately 2¿4 mm off in the anterior direction.

Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the right side of the scans was inaccurately anterior. It occurred intra operatively and there was no delay to the case. No reported impact to the patient. Troubleshooting confirmed that the issue persisted across multiple stealthunits. Clinical consultant was able to replicate the issue using the demo model.